Event description:
During a pacemaker replacement procedure, a connection issue relative to the ventricular lead was incurred by the physician. Reportedly, after tightening the associated ventricular set-screw, the lead could be removed from the channel by pulling. The physician then retracted the set-screw, fully inserted the lead, and tightened the set-screw, but the lead was again removed by pulling. The physician repeated the connection attempt with the atrial lead in the ventricular channel, and the same improper connection resulted. Another pacemaker was implanted instead.

Manufacturer narrative:
(B)(6), 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.